Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received one inappropriate treatment, three appropriate treatments which did not convert the arrhythmias to a slower rhythm, and four non-lifevest defibrillations.   The device was started up at 15:14:10 on (B)(6) 2022. At 10:37:54 on (B)(6) 2022, an arrhythmia was detected. ECG shows vt @ 200 bpm with CPR/motion artifact and electrode lead falloff. From 10:39:48 to 10:41:03, vt was seen. CPR/electrode lead fall off and heart rate not in detection sequence long enough prevented the lifevest from treatment the patient. At 10:40:16, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vt @ 200 bpm with CPR/electrode lead fall off. Post shock rhythm was vt @ 180 bpm with CPR/electrode lead fall off. At 10:41:03, the patient received the second non-lifevest defibrillation. The rhythm at time of treatment was CPR/electrode lead fall off. Post shock rhythm was CPR/electrode lead fall off. At 10:43:36, the patient received the third non-lifevest defibrillation. The rhythm at time of treatment was vt @ 200 bpm with motion artifact and electrode lead falloff. Post shock rhythm was vt @ 160 bpm with motion artifact and electrode lead falloff. At 10:44:56, the patient received the first appropriate treatment. The rhythm at the time of shock was vt @ 220 bpm with motion artifact and electrode lead falloff. Post shock rhythm was vt @ 220 bpm with motion artifact and electrode lead falloff. At 10:45:30, the patient received the second appropriate treatment. The rhythm at the time of shock was vt @ 200 bpm with motion artifact. Post shock rhythm was vf. At 10:46:05, the patient received the third appropriate treatment. The rhythm at the time of shock was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. At 10:46:32, the patient received the fourth non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations was vf with CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 40 bpm with CPR/motion artifact. At 10:46:44, the patient received the first inappropriate treatment. The rhythm at the time of shock was CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. The electrode belt was disconnected at 10:46:49 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.